Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty m turret, high function was not working due to a faulty hinge unit, dust inside the unit, lamp assembly was not inserted smoothly due to a deformation in lamp base, lamp label was found damaged, a minor scratch and crack marks on the front panel and top cover, minor corrosion the chassis, rear panel and connector and the front panel was yellowish. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
Olympus was informed that during an lap cholecystectomy procedure, the front panel light-emitting diode (led) was blinking continuously on the visera elite ii video system center. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the front panel led lit up due to a faulty mesh turret. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.